Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there were repeated recoverable errors 32056 after the anesthesia administration. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and verified error 32056 reported by the axes controller arm (aca) board in universal surgical manipulator (usm) 1. Following the tse's instructions, the customer initiated two system hard power cycles, with usm1 moved between cycles. Despite this, the issue persisted. The tse informed the customer that replacing usm 1 was necessary. Subsequently, the tse consulted with the surgeon, who agreed to proceed with the procedure using only three usms. The tse guided the customer through the steps to disable usm 1, enabling the procedure to continue with three usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with the complaint, but failure analysis has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The unit was tested on an in-house system in normal mode where the issue was replicated showing 26015, 23007 on pitch searchlight. The unit was also tested on functional test platform where the issue was replicated, agc current test failed on pitch searchlight. On reseating the pitch searchlight flat flex cable's (ffc), functional test platform agc current test passed on retry. After further investigation, fluid intrusion/damage was not found on usm, or carriage parts. System logs confirmed error 32056 on pitch searchlight.

Event description:
Refer to h10/h11 for follow-up information.